Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 8m follow-up CT showed a potential ulcer of the aorta at the level of the aortic body stent graft proximal stent. A surgical intervention is planned for a later date to explant stent graft. The patient was noted to have multiple co-morbidities. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.